Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a seam tear occurred. Vascular access was obtained via the 8mm, mildly tortuous, and mildly calcified right iliofemoral artery. A 14 f isleeve introducer was introduced over a non-bsc extra stif wire without any noted resistance. Right at the arteriotomy site, a kink/unfolding of one of the isleeve seams was noted near the tip. Visual inspection of the isleeve noted a prominent kink with a small unfolded seam near the distal tip of the sheath, proximal to the radiopaque marker band. The wire was exchanged for another non-bsc wire. The isleeve was exchanged for a 2nd isleeve and was successfully inserted. The procedure continued with the successful implant of a large acurate neo valve. The valve was deployed in good position with no pvl. Closure of the right access vessel was successfully performed with a non-bsc closure device. No patient complications were reported.